Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a defective heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref (B)(4).

Event description:
During a surgical procedure, the heat shrink form the renew fenestrated grasper tip fell into a patient. The procedure and anesthesia time was not extended. There was harm to the patient.